Event description:
The hosp reported that during an endoscopic saphenous vein harvesting procedure, the conical tip detached from the unit. The piece was retrieved from the pt without having to make additional incisions. No additional pt complications were reported.